Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens optic tore next to the trailing haptic upon insertion into the eye. The lens remains implanted. No patient injury.